Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: pump boots to the verify screen with audible and vibratory feature. Pump returned with all sound features set to vibrate. An alarm and a warning were reproduced the investigation with sound feature set to vibrate; pump gave the appropriate vibration each time. No intermittent vibration condition was duplicated during testing. Corrosion was observed inside battery compartment. Battery compartment is cracked below and above the bumper pad. Base crack observed between case seal and keypad. Leak test verifies leak in battery compartment and pump case damage. Removed pump cover; evidence of moisture damage was found on the pcb. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.